Manufacturer narrative:
The hospital biomed replaced the sensor interface board. No report of patient involvement. Date of device manufacture year is 2001. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that, when the machine was turned on, it alarmed for sustained airway pressure. There was no report of patient involvement.